Event description:
(B)(4). Initial info was reported by a physician via a company sales rep on 6/16/08: the physician reported that he has a pt who developed nodules on an unspecified date after receiving poly-l-lactic acid (sculptra). Treatment date, lot #/exp date and reconstitution info not provided. No further medical info reported. Add'l info for sculptra (lot # and exp date -not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable. Add'l info received from a rn at the treating physician's office, (physician is a plastic surgeon) on 7/17/08: this pt received treatment with poly-l-lactic acid (sculptra) injections (lot # a6015, exp date 11/2008) on (B)(6) 2007. She received one vial of poly-l-lactic acid: a total volume of 5 cc's of poly-l-lactic acid, reconstituted with 5 ml of sterile water approx 4 hours prior to the injections. A diagram of a face was provided illustrating that the injections were given via a 30 gauge needle in the bilateral cheek areas, areas of marionette lines and the areas at the sides of chin and point of chin. Six months after the pt received poly-l-lactic acid treatment, she came to the physician's office with areas of hardness in her mid face, which were palpable and visible. The pt reported that her event started soon after her injections, (date not specified) but she thought they would go away. A biopsy was not taken. No add'l medical info was reported. Add'l info received from a rn at the treating physician's office, on 7/24/08 via (B)(4) hcp data collection form and sculptra nodule form: the pt is a (B)(6) female, date of birth provided as (B)(6). Approx one month after treatment with poly-l-lactic acid (sculptra) on (B)(6) 2007, the pt had "areas of hardness, palpable and visible in mid face. The dosage regimen for poly-l-lactic acid was provided as "every 6 weeks x 3 treatments," however, a single treatment date was provided as (B)(6) 2007, and that use of the product does not continue. Report also indicated that use of product was not discontinued due to the event. Lot number/exp date confirmed as a6015/nov08. It was confirmed that the poly-l-lactic acid was reconstituted with 5 ml of sterile water for injection, and poly-l-lactic acid injections were provided to the bilateral mid face, cheeks, chin, and jaw line. Location of the events was specified as "mid face areas -below cheek, size varied 1-few mm." A biopsy was not taken. At the time of this report, the outcome of the event is ongoing. No further medical info was provided. Add'l info for sculptra (lot # a6015, exp date -not provided) from (B)(4): (entered out of sequence) the review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects, or damages detectable. Conclusion no faults detectable.